Manufacturer narrative:
It was reported that the patient developed an infection. An incision and drainage procedure was required. The incision and drainage procedure occurred during the last week of (B)(6) 2016. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient developed an infection. An incision and drainage procedure was required. The incision and drainage procedure occurred during the last week of (B)(6) 2016.